Event description:
It was reported that this ring was explanted after 10 years and 2 months implant duration due to failed mitral valve repair with mitral insufficiency, stenosis and coronary artery disease.